Event description:
It was reported a patient experienced peritonitis. This occurred after the patient reconnected a transfer set to a titanium adapter, after an accidental disconnection occurred between the two devices. The peritonitis was manifested by cloudy effluent and the patient being pyretic. The patient was hospitalized for this event three days after the disconnection. The patient was treated with once with heparin (2000 units, route not reported) for the cloudy effluent, once with vancomycin (2 grams, route not reported), and once with amukin (400 milligrams, route not reported). One day later, the patient received remedial treatment with amukin (120 milligrams, once daily, route not reported) for four days. The patient received further remedial treatment with vancomycin (500 milligrams, route not reported) four days after the initial hospitalization and again seven days after the hospitalization. The patient received an unknown dosage of augmentin orally eight days after the hospitalization and the treatment was ongoing. The patient was discharged after eight days of hospitalization. The cause of the peritonitis was reported to be the accidental disconnection. It was reported that the patient was recovering and peritoneal dialysis therapy was ongoing. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide warns the user that if a disconnection happens during the therapy, then they would have to follow the end therapy early procedure. The guide also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.